Event description:
A diabetic pt obtained a result of 163 mg/dl with the suspect device at 5:26 pm. At 6:00 pm, the pt was reported to be in "shock", and a realtive alerted ems. A blood glucose result of 39 was obtained with an unknown monitor belonging to the paramedics. The pt was transported to the ER and treated with IV glucose.